Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose of 293 mg/dl. The customer changed the site; however, it was reported that the customer had not yet delivered a correction bolus. During the system check with tandem technical support, it was determined that the site should be changed. Reportedly, the customer indicated that the site would be changed. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.